Event description:
It was reported that the device would not deploy into the biopsy site. There were no pt consequences reported. The doctor was to use another marker to complete the biopsy.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.